Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify low battery alarm, audio or vibrate anomaly or absence of alarm and low reservoir due to no button response. No button error alarm during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump was stuck sometimes and unresponsive. Customer stated that battery life was diminished and insulin pump did not gave the low reservoir alert even after reservoir was empty. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.